Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed, the difficult to remove cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to circumstances of the procedure. Based on the returned device a successful needle to cuff capture was attained. However, based on the reported information it is possible that a suture snag occurred during harvest. Suture snags may be induced due to an interaction with anatomy, (with needle, suture, cuff), a fast suture pull, attempting to close foot prior to suture harvest, or a preexisting nick in the suture. In this case, it is possible, the suture snag occurred inducing the suture to tangle or become entrapped with the foot during foot closure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, during step 3, when the plunger was removed, no suture was present. However, it wasn't evident until step 4 and during removal, it was noted that the thread [suture] had become entangled in the front foot of the device. The proglide device was simply removed. The suture of one new proglide device was successfully pre-placed. The sheath remained at 6f sheath and procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.